Event description:
It was reported that the device could not calculate the battery status and was at elective replacement indicator less than a year after implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
(B)(4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device returned, analyzed and preliminary analysis revealed an elective replacement indicator (eri) condition. Analysis of the memory dump revealed anomalous battery voltage measurements caused by a measurement lock up resulting in an unclearable eri. The condition was the result of a timing anomaly internal to the l320 pacing/sensing integrated circuit.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.